Event description:
The biomedical engineer (bme) reported that the there was a discrepancy in the hr (heart rate) value displayed on the central nurse's station (cns) and what was displayed on the telemetry transmitter. The customer does not know what values were displayed on each unit. No patient harm reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer reported that they had just connected a patient to this transmitter and were getting false alarms for asystole and brady. The nihon kohden (nk) technical support (ts) agent found out from the customer that the hr readings were between 20-30 but the customer stated that those readings were not correct. The customer had already tried swapping the tele pack and replacing the leads, but the issue did not resolve. This patient was on a pacemaker, and they could see the pacing spikes. No patient harm was reported. Service requested: troubleshooting / repair / evaluation. Service performed: the ts agent connected the customer with a nk clinical application support (cas) agent to further assist the customer. The cas agent assisted the customer with changing the lead she was monitoring, which corrected this issue. The unit was then calling the rate and rhythm correctly. The cas agent then reviewed lead placement and relearning ECG with the customer. The transmitter was sent in for repair and evaluation. The reported problem was not duplicated. Extensive test was performed but no problem found. The unit was tested per zm-530/531pa operator's manual and the results were recorded on the attached maintenance check sheet. The unit completed 24 hours of extended testing and operates to manufacturer's specifications. Unit has no physical damage and no fluid intrusion to main board. Investigation summary: the overall risk of this event is "medium." The root cause of the reported problem was determined to be configuration issue with no product malfunction. No CAPA is required at this time. The following fields are not applicable (na) to the MDR report: b2. B6. B7. D4 lot # & expiration date. D6a & d6b. D7b. F1 - f14. G4 device bla number. G5. G7. H7. H9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the transmitter: central nurse's station: model #: cns-6201a (pu-621ra). Serial #: (B)(6). (3) multiple patient receivers (org): model #: org-9110a. Serial #: (B)(6). Model #: org-9110a. Serial #: (B)(6). Model #: org-9110a. Serial #: (B)(6). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the there was a discrepancy in the hr (heart rate) value displayed on the central nurse's station (cns) and what was displayed on the telemetry transmitter. The customer does not know what values were displayed on each unit. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were being used in conjunction with the telemetry transmitter. The customer did not know the serial number of the org used with this unit and therefore have noted no information (ni). Central nurse's station: model: cns-6201a, sn: (B)(4). Multiple patient receivers - org: model: org-9110a, sn: ni.

Event description:
The biomedical engineer (bme) reported that the there was a discrepancy in the hr (heart rate) value displayed on the central nurse's station (cns) and what was displayed on the telemetry transmitter. The customer does not know what values were displayed on each unit. No patient harm reported.